Event description:
Healthcare professional (hcp) reported the 1550 device was being transported when one of the wheels broke off. Per hcp, no pt or employee injury and no medical intervention was necessary as a result of this event.